Event description:
.

Manufacturer narrative:
The unit was sent to sorin group (B)(4) for eval. Functional resting could not reproduce the reported error 78. A visual inspection revealed liquid residue and cracks at the blue plastic disposable holder located on the drive housing. A large crack was found on the front side and another on the top where the disposable is fixed. Autopsy showed liquid residues on the circuit board and the connecting cables, possibly due to the cracks. Residues were also found to the magnetic head and on the inner surface of the housing. The cause of the cracks and when they occurred could not be determined, however, it is unlikely that they occurred during the mfg process as they are quite visible. The biomedical services manager stated that there was no adverse effect to the pt.